Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.1 x 5.7 cm diameter abdominal aortic aneurysm approximately one month ago. The proximal neck diameter varied from 21 - 27 mm (conically shaped), over a 2.1cm length. There was mild to moderate calcification in the iliac arteries bilaterally. The right hypogastric artery was occluded. It was reported that after the stent grafts were implanted, there was a small type I endoleak. A 32 cuff was attempted to be inserted; however it was unable to advance to the intended location. The delivery system was removed from the patient and it did not kink. The delivery system was discarded. The aortic cuff stent graft was intended to be used to reinforce the stent graft and not extend the graft above the renal arteries because the bifurcated stent graft was at the level of the renal arteries. A second endurant 32 mm cuff was implanted successfully at the top of the bifurcated stent graft. A CT scan was done two days post implant which showed a type I or type ii endoleak. The patient was brought back in three days later and was going to be treated with a palmaz stent; however, a pre-operative angiogram was done and did not show an endoleak. The physician decided to implant the palmaz stent just for security reasons. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related; conically shaped aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; conically shaped aortic neck).